Event description:
It was reported that the physician was attempting to deliver a 3.0mm x 38mm resolute integrity drug eluting stent to treat a lesion in the lcx that was pre-dilated. The stent failed to reach the lesion site due to acute calcified bend in the lcx. The stent struts were damaged when removed from the patient. Another stent was successfully used. No patient injury and no other clinical sequelae were reported.

Event description:
Cine image review procedural images were provided. The images showed no evidence of delivery and non-deployment of a stent that was not subsequently deployed. The images provided show coronary angiographic views of the rca and left coronary systems. The images confirm the presence of a diffuse lesion from the proximal to distal lcx. The images do not show any positioning difficulties or attempted delivery or any stent to the lesion that was removed without deployment. The images show the performance of multiple pre-dilatations throughout the lesion followed by the successful deployment of two (2) stents. These stents were post dilated with multiple balloon inflations throughout the length of the deployed stents. Final angiographic images confirm successful treatment of the target lesion.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, acute calcified bend). No results available since no evaluation performed ( no device or procedural images returned for evaluation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, acute calcified bend). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).